Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with the sleeve cannula melted. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that after a lap sigmoid colectomy procedure, it was noted that a part of the trocar at the bottom of the cannula appeared to be damaged. Medical physics at the hospital have examined this under a microscope and they feel that it may have been melted/burned by use with the harmonic. They are satisfied that nothing was left in the patient.